Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l1 due to l1 compression fracture and pseudoarthrosis. Intra-op, during cement filling, 0.1 cc of the cement leaked on the anterior side. The cement was filled while pulling the bone filler device (bfd) backwards; and the operation was finished. It is unknown whether there were any patient complications or not.